Manufacturer narrative:
The investigation was completed on 29-nov-2022. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 30851160l and internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 12-dec-2022. The device evaluation was completed on 20-dec-2022. It was reported that a patient underwent an atrial fibrillation (afib)ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and there was foreign material on the usable length of the catheter. There was a plastic piece covering the tip of the catheter overlaying electrodes one and two during the procedure. The plastic issue was discovered because as the catheter was being inserted into the patient, there was a noise in the ablation electrogram. To troubleshoot, the physician tried to pull the plastic piece off the catheter tip but was afraid to continue the procedure with the same catheter. They ultimately replaced the catheter with a new one and the procedure continued and was completed. Additional information was received. The physician did not feel any resistance while introducing or retracting the catheter from the sheath. These items are not available for shipping. Foreign material was thrown in the trash so no picture available. The foreign material was white and small. It looked like the plastic at the tip of the catheter. It does not appear to be a physical damage in the electrodes. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and electrical test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. An electrical test was performed, and no electrical issues were found. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issues reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendation: ECG noise is typically generated as the result of the improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib)ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and there was foreign material on the usable length of the catheter. It was reported that there was a plastic piece covering the tip of the catheter overlaying electrodes one and two during the procedure. The plastic issue was discovered because as the catheter was being inserted into the patient, there was a noise in the ablation electrogram. To troubleshoot, the physician tried to pull the plastic piece off the catheter tip but was afraid to continue the procedure with the same catheter. They ultimately replaced the catheter with a new one and the procedure continued and was completed. Additional information was received. The physician did not feel any resistance while introducing or retracting the catheter from the sheath. These items are not available are not available for shipping. Foreign material was thrown in the trash so no picture available. The foreign material was white and small. It looked like the plastic at the tip of the catheter. It does not appear to be a physical damage in the electrodes. The foreign material on the usable length of the catheter was assessed as MDR reportable. The noise was assessed as not MDR reportable as the risk to the patient was low.